Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a male patient (patient age unknown; however over 18 years). According to the complainant, during prep, the physician attempted to load the polyflex stent; however, it kinked. The procedure was completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).